Event description:
It was reported that patient interface had loose particles/debris. No additional information was provided.

Manufacturer narrative:
Information had been requested but has not been provided at the time of this report. Also requested information about the loose particle and if it had patient contact however, the account had not replied. Device evaluation: one (1) opened patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. The review of the device history record (DHR) for the patient interface showed that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Account reported that debris was on the cone and they could not get it off with canned air. They got a new patient interface to use. Account confirmed the doctor will never use a cone that has debris. We have never had patient contact. This event is no longer a reportable malfunction and no additional information will be provided.